Event description:
It was reported that during a follow up in clinic, inaccurate longevity and current drain were noted on the device. Abbott technical support was contacted, the diagnostic device memory was cleared, and accurate data was noted on the device upon reinterrogation. The patient was in stable condition.